Event description:
It was reported via repair work order that the bed lift had phantom motion and intermittent function due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.